Event description:
Prior to the tavr procedure, the native annulus was considered borderline for a 26mm sapien xt valve and a 29mm sapien xt valve. The decision was made to use a 26mm sapien xt valve. The patient was prepped in normal fashion for the transfemoral approach. Balloon aortic valvuloplasty (bav) was performed without incident. The 26mm xt was prepped with an additional 3cc of volume and positioned 60:40 aortic/ventricular (a/v). The valve was deployed, landing in a final 80:20 a/v position. Post deployment, moderate to severe paravalvular leak (pvl) was observed. The decision was made to place a second 26mm xt valve, instead of post dilation since additional volume had previously been added for the initial valve deployment. The second xt valve was deployed 3-4mm ventricular to the initial valve, in a final 60:40 a/v position. The result was excellent with trace pvl. At the time of this report the patient was doing great. It was perceived that a 29mm valve probably should have been used; the first valve was positioned too aortic initially, contributing to the malposition and pvl. The patient¿s annulus measured 22mm x 27mm by CT (valve area of 540mm2). Moderate annular calcification, severe native leaflet calcification and moderate aortic root calcification were reported.

Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to contribute to suboptimal coaptation of the sapien xt valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to procedural factors (valve positioning prior to deployment, valve size selection), patient factors (elliptical annulus and severe native leaflet calcification) may have contributed to the malposition of the first valve and subsequent moderate-severe pvl. A second valve was deployed to secure the first valve and correct the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.